Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the operating room (or) staff informed there was a "boom disabled" message after power cycling. The caller said a 31089 error was received and there was no led on the blue optical cable on the robot. The user swapped the optical cable at the tower to the robot to the bottom port, but the same issue returned. There was no backup cable available at the time. The caller powered off and swapped the blue optical cable from the console to the robot, but the issue stayed at the robot. There was no status led on the robot optical port. The user could power on the system from the robot, but it was observed that connection never completed to the robot as a "robot not connected" message was displayed. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After troubleshooting, the fse determined the issue was either with the tower common compute controller (ccc) board or the robot ccc board. The fse replaced the tower ccc board, but the issue remained. The fse worked with the technical support engineer (tse) and determined that the issue was most likely the robot ccc board. The fse replaced the robot ccc board, which resolved the issue. The system was tested and verified as ready for use.